Event description:
It was reported that a spectrum pump experienced door not fully latched messages. It was also reported there was no patient injury.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.